Event description:
It was reported that, during reprocessing, the camera head had blurry picture. No patient involved. No additional information is available.

Manufacturer narrative:
Updated fields: d9, g3, h2, h3, h4, h6, h10. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the camera head had blurry picture. No patient involved. No additional information is available.

Manufacturer narrative:
E2: no. To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.